Manufacturer narrative:
H4: the lot was manufactured from april 27, 2023 to april 28, 2023. H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not completely empty after the expected infusion time of 46 hours. This was discovered during patient use. The device was filled with 3700mg fluorouracil and sodium chloride 9mg/ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.